Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted in the inferior vena cava on (B)(6) 2014. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted in the inferior vena cava (ivc) on (B)(6) 2014. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the ivc filter was placed with the tip at the l2-l3 level in vertical position, appropriate position confirmed by fluoroscopy. The filter was placed due to heme-positive stools concern, a low hemoglobin and an ultrasound venous doppler of the right lower extremity showed a dvt in the distal part of the superficial femoral vein close to the popliteal vein. An abdominal computed tomography (CT) scan performed on (B)(6) 2017 revealed that the ivc filter was in appropriate position, but there are extraluminal struts. The lateral wall of the aorta is abutted but not obviously invaded. On (B)(6) 2017 an additional abdominal CT scan showed the ivc filter was in appropriate place.

Event description:
A greenfield filter was implanted in the inferior vena cava on (B)(6) 2014. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.